Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (charger faults) has been confirmed. Upon investigation the battery charger was unable to properly charge a battery. The cause for the failure was isolated to contamination on the battery charger's pca. The root cause for the contamination was ingress of an unk liquid. Device evaluation of monitor sn (B)(4) is underway. The reported problem (service code) has been confirmed. Upon investigation the monitor produced a service code. The cause for the service code is under investigation. Upon completion of investigation a supplemental report will be submitted. No adverse event resulted from the contaminated charger or defective monitor. The pt received a replacement battery charger and monitor. Device mfg date: sn (B)(4) - 11/2008; sn (B)(4).

Event description:
After review of (B)(6) male pt's flag files zoll customer support reported battery charger faults and a service code for the pt's monitor. The pt was contacted and issued a replacement battery charger and monitor.